Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tact. Device was cracked on lower left front corner of top case and rattling sound was heard from inside of pump. Error history log could not be downloaded because it was not possible to by ass the force sensor test error. Power up process, check and test of force sensor was performed. Force sensor test error was found at power up and it was not possible to calibrate the force sensor due to plunger assembly being loose and rotated. Plunger assembly was found loose and rotated due to broken carriage. Pump was dropped or mishandled by customer. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the 'important safety information' section of the operator's manual under the heading of 'warnings' - 'never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.' Also, reference the following warning statement contained in the 'safety features' section of the operator's manual under the heading 'maintenance and service' and 'periodic maintenance- 'dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.' Actions/repairs were done to correct the reported issue: replaced carriage and plunger tube. Performed preventative maintenance and all functional testing.

Event description:
It was reported that device alarmed "system failure: force sensor test". There was no patient involved and no patient injury reported.